Event description:
Patient contacted animas alleging 5 days ago he went into the ocean and the audio bolus button was unresponsive. Patient stated he noticed water behind the display screen. Patient discontinued use of the pump and is on a backup plan and claims now the pump does not power on. The patient tried replacing the battery; however, issue still persisted and pump still did not power on. There is no visible damage to the keypad. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue with the audio bolus button was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.